Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving lioresal (baclofen) (2000mcg/ml at 735.6mcg/no daily) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that the pump was replaced on (B)(6) 2021 and the customer discarded. It was noted the patient had a 40cc pump placed in (B)(6) 2020 and upon having her pump refilled, the doctor noticed discoloration at the top of the pump pocket and very thin skin. Pump extrusion was reported and environmental/external/patient factors that may have led or contributed to the issue included patient contortion and weight. The pump was replaced with a smaller 20cc version and the issue was resolved at the time of this report. The patient's status was "alive- no injury".